Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an issue with the pump. Troubleshooting was performed and found that the insulin pump had an open-book image alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715inches. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using this. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. Please see below for pump errors/alarms noted 1 week prior to the event date 24-feb-2023 in the formatted history file.  Pump error 4 alarm (file number: 32122 line number: 2727) was recorded and found in the formatted history file on: (B)(6) 2023 11:09:01.000 pump error 53 alarm (filenumber 2024 linenumber 256) was recorded and found in the formatted history file on: (B)(6) 2023 11:09:02.000 pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:09:04.000 pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:09:04.00 (B)(6) 2023 11:09:55.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:10:15.000 per r&d engineer, pump error 4 alarm and pump error 53 alarm (filenumber 2024 linenumber 256) were triggered due to software issue caused by the race condition. Main processor stopped executing of tim5 irq handler and turned over control to the usart1 interrupt handler. After getting back from usart1 interrupt handler to the tim5 irq handler, function h_wrpipctimer_stop() function detected an error into iterrupt_restore() macro: data on bus was detected as incorrect. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were triggered because the pump resets without safe shutdown due to a brown-out detection. Suspecting hw issue. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Critical pump error (open book image) alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspecting hw issue. Pump error 4 alarm and pump error 53 alarm (filenumber 2024 linenumber 256) were confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.